Event description:
It was reported that both needles broke off of the suture when trying to pull through the plantar plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that both needles broke off of the suture when trying to pull through the plantar plate.

Manufacturer narrative:
Correction - d5. The reported event could be confirmed, since an image provided does show the suture has disconnected from the needle. One image of the needle suture assembly was provided that appears to show the sutures from needle assembly have detached from the needle. However, no conclusion can be drawn based on the images alone. The op tech does note, "use a twisting or rotating motion to pass the needle through the tissue. Avoid pulling on the needle driver." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.